Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user¿s blood glucose (bg) level was 394 mg/dl. The user addressed the bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.